Event description:
Pt was undergoing right knee arthroscopy by a dr. The shaver blade was activated and metal shavings were noted in the knee joint. The blade was removed and discarded, new blade was used without difficulty. Knee joint was copiously irrigated to remove all shavings.